Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is unavailable. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported an open spine clamp that was damaged, the screw head was stripped down. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.